Event description:
In 2009, the patient's mother reported that four days prior, the patient's infusion set was leaking insulin at the luer connection. The patient's blood glucose measured "hi" on her blood glucose monitor and she was vomiting. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.